Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h10, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Based on the available information, the reported event can be confirmed, and a definitive root cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Due diligence has been completed for this complaint; to date all available additional information has been received.

Manufacturer narrative:
(B)(4). D10: unknown durom head unknown; unk morse taper stem unknown. G2: foreign: italy. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a follow-up MDR will be submitted.

Event description:
It was reported by legal that a patient had a left hip dislocation resulting in a left hip reduction approximately 6 years after initial implantation. Due diligence has been completed for this complaint; to date all available additional information has been received.